Manufacturer narrative:
Product complaint # ==> (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one opened sample that pertain to product code sxpp1a410. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a winding former with an apparent detachment needle. The image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare® active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and barbed suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.